Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. During the device assessment, it was seen that when the pump was pressed, it would dimple. Troubleshooting was attempted to no avail. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. Following the procedure, the patient was retrained on the proper operation of the ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, revealing no apparent damages. The kink resistant tubing (krt) was trimmed down to the appropriate length and the device was functionally tested. The pump did not pass the activation test 3. Based on the information available and analysis results, the pump not passing the activation test 3 could have caused or contributed to the reported mechanical anomalies.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. During the device assessment, it was seen that when the pump was pressed, it would dimple. Troubleshooting was attempted to no avail. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. Following the procedure, the patient was retrained on the proper operation of the ipp. There were no patient complications reported.